Manufacturer narrative:
(B)(4). Evaluation summary - a review of the device history record (DHR) has been performed and no deficiencies were found with regard to the reported event. Review of the DHR confirmed that this lot of products was released according to quality assurance specifications. No product was provided for evaluation. Without the sample a detailed investigation could not be performed. The reported adhesion is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. A search of our global complaints database revealed that this was the only report on file for this lot of product. Should additional information be received, this record will be reassessed.

Event description:
Additional information has been requested but not yet received.

Event description:
The customer reports that there was an adherence on prothesis (collagen part) which lead to an occlusion of the small intestine. The patient had to be hospitalized again. Procedure: umbilical hernia.

Manufacturer narrative:
(B)(4).